Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported balloon rupture appears to be due to case circumstances. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity and heavy calcification in the common illiac artery. The omnilink elite stent delivery system (sds) was advanced with no resistance and the stent deployed successfully at the target lesion; however, at 10 atmospheres (atm) the balloon ruptured. Fluoroscopy confirmed the stent was fully apposed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.